Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the superficial femoral artery (sfa), an attempt was made to advance a nav 6 emboshield delivery catheter but due to complete occlusion (restenosis) of previously implanted unspecified stents throughout the entire length of the sfa, the delivery catheter could not advance. The delivery catheter was withdrawn without resistance. A 3.0x200 armada 14 dilatation catheter was advanced over the nav 6 barewire with resistance due to the complete occlusion and pre-dilatation was performed inflating the balloon one time to 8 atmospheres. An attempt was made to deflate the balloon but the balloon did not deflate. The physician disconnected and reconnected the indeflator, straightened the catheter, and was ultimately able to deflate the balloon very slowly. There was no leaking of the balloon or the indeflator. The dilatation catheter was withdrawn from the anatomy without resistance. The patient remained stable throughout. The nav 6 delivery catheter was re-advanced successfully to the target site and the procedure was continued successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. The same indeflator was used successfully throughout the entire procedure. Reportedly, the deflation issue was related to the balloon and not the indeflator. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.